Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, a renasys go presented smoke smell. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.